Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that just one day after the implant procedure, during the post op check, high atrial pacing thresholds had increased on the right atrial (ra) lead. Additionally, the patient was experiencing chest pain; therefore, a minor lead perforation was suspected. No other tests were performed, and it was indicted that the physician elected to monitor the patient rather than performing a revision procedure. The patient's symptoms resolved, and the patient was discharged from the hospital. The patient is being monitored via latitude, and the most current reading showed the atrial thresholds to be stable. The physician will not intervene unless the patient's symptoms return. No additional adverse effects were reported.